Event description:
Customer reports that his device read 291mg/dl, 287mg/dl, 183mg/dl while comparison readings from the doctor's device read 104mg/dl, 104mg/dl, and 86mg/dl respectively. Customer reports that the comparisons were performed within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.